Event description:
It was reported that following placement of a graft for pubovaginal sling, a non-infectious inflammatory reaction occurred in the subcutaneous tissue. Patient was treated with medrol dosepak after which issue was resolved. No further complications were reported.